Event description:
The manufacturer received information alleging a ventilator was alarming. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were observed in the ventilator's downloaded error log. The device's system board and internal battery were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a failure of the system board and internal battery. The system board and internal battery were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the system board failing was due to a voltage/current spike most likely caused by an esd (electrostatic discharge) that originated from sources external to the device. During the investigation, the root cause of the internal battery not charging was found to be due to a .5vdc cell imbalance.